Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Field service representative checked the analyzer and performed ultra sonic mixer (usm), sample probe and wash station adjustments and found they were not acceptable. Adjustments were made. Based upon this information, the issue was hardware related and resolved by the service actions.

Event description:
The customer reported that they received erroneous high results for two patient samples tested for creatinine plus ver.2 (crep2). The first patient sample initially resulted as 382 umol/l and this value was reported outside of the laboratory. The sample was repeated and resulted as 91 umol/l. The second patient sample (female with dob of (B)(6)) initially resulted as 257 umol/l and this value was reported outside of the laboratory. The sample was repeated and resulted as 145 umol/l. Neither patient was adversely affected. The crep2 reagent lot number was 610612. The expiration date was requested but was not provided.